Manufacturer narrative:
(B)(4). The customer reported that the device failed the op-check test and then hanged. This problem was repeatable. Philips evaluated the device and confirmed the problem. The hang condition was resolved by reloading software. The device then passed all performance verification tests and was returned to the customer.

Event description:
The customer reported that the device failed the op-check test and then hanged.